Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 264 mg/dl. The customer¿s expected fasting blood glucose test result range is 80 - 100 mg/dl; customer's expected non-fasting glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/19/2021 and open vial date is (B)(6) 2020. Customer only provided four glucose readings from meter, customer declined to go through remainder history of meter. (B)(6).

Manufacturer narrative:
Sections with additional information as of 27-mar-2020: h10: meter was returned for evaluation; no defect was detected.